Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. The returned generator was powered on and successfully booted to the menu application. Upon entering lesion mode, a slightly higher impedance reading of 30-ohms was observed. Review of the logs identified port 3 was not reaching temperature and high impedance readings were observed. However, it was not reproducible during the evaluation as functional testing of the generator verified consistent functionality in all modes (sensory, motor, lesion, and pulsed) and the target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 2182269-2019-00058. Following a radiofrequency ablation procedure a patient burn occurred. During lesion the patient felt a burning sensation at the grounding pad site. When the grounding pad was removed a burn was noted. The user believes the burn may have been caused by poor patch placement.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported burn could not be determined.